Manufacturer narrative:
Additional information as of 12-feb-2020: h10: meter was returned for evaluation. No defect was detected. H10: test strips were returned for evaluation. No defect was detected. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time. Product notification letter sent to contact customer care.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-58: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with all test results obtained. The expected fasting blood glucose test result range is 134mg/dl (two hours after lunch). The customer did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product location is stored correctly in the living room. During the call a back to back blood test was not performed by the customer. The test strip lot manufacturer¿s expiration date is 01/30/2021 and open vial date is undisclosed. The meter memory was reviewed for previous test result history. Result 1: 158mg/dl date: (B)(6) 2019 time: 11:52am fasting; result 2: 150mg/dl date: (B)(6) 2019 time: 03:49pm fasting; result 3: 152mg/dl date: (B)(6) 2019 time: 03:36pm fasting; result 4: 213mg/dl date: (B)(6) 2019 time: 12:19pm fasting; result 5: 264mg/dl date: (B)(6) 2019 time: 03:00pm fasting.